Event description:
During a surgical procedure the operating room table failed. No more movement was possible. The patient had to be transferred onto another operating room table. No injury reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and found that liquid ingressed into the cover of the column. This caused a short circuit on a printed circuit board. The degree of protection against ingress of liquid operating to iec 60529 is ipx4 (splash water) for the operating table system. Since the fst could not find any problems with the sealing of the column we assume that the user did not clean the device according to the instructions for use. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.